Manufacturer narrative:
Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a gaping hole/defect in the center of the optic. The iol was fully inserted, removed and replaced during the same procedure. The patient status was reported as unknown. It was unknown if daily activities were significantly affected. And it was unknown if sutures and an incision enlargement were required. No further information was provided.